Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit was not working at all. The yellow wrench alarm came up, it alarmed and died. A loaner was sent for delivery 11jan2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm activating before the mobile power unit (mpu) stopped functioning was not confirmed as no files were submitted and no product was received. The provided information indicated no log files were available, there were no adverse events related to the mpu malfunction, and the cause of the alarm was unknown. The mpu was exchanged, and a loaner was sent for delivery on 11jan2025. The mpu was reported to have been returned for repair; however, to date no product has been received. This file will be reopened with further analysis if the product is returned at a later date. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve no external power alarms, and all other alarms associated with the system controller and mobile power unit (mpu). The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarm and the heartmate mobile power unit (mpu) turning off was confirmed via evaluation of the returned mpu. The returned mpu, serial number (B)(6), was evaluated at the service depot on 16jun2025. The unit was connected ac power and a known working system controller, and a no external power alarm activated. The mpu was opened, and the issue was traced to a nonconforming capacitor on the power supply printed circuit board assembly (pcba). No further testing was performed. The provided information indicated no log files were available, the cause and type of alarm was unknown, the patient did not experience any adverse events related to the mpu malfunction. The root cause of the reported event was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. A corrective action was initiated to investigate this issue. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 05jun2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The cause of the alarm was unknown. The patient did not experience any adverse event related to the malfunction.